Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it was retained by the hospital. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that one month post-operatively, a creo threaded locking cap backed out at l4 and required revision surgery.